Event description:
It was reported that the patient had a gradual loss of stimulation and/or therapeutic effect over a couple of weeks. There was no stimulation at this time in the patient's painful areas at any amplitude. Impedance measurements found that on the lead with electrodes #8-15 impedances were over 10,000 ohms. It was noted that there were no patient symptoms or injuries related to this. X-rays were planned. Additional information reported that several x-rays were taken which showed the leads to be properly connected to the implantable ne urostimulator. A closer investigation of one of the radiographs revealed a slight displacement of the left lead wire. Additional x-rays and investigations were planned for later in the week of (B)(6)-2012. On (B)(6)-2012 it was reported that the patient was referred to a surgeon for a lead revision. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 3778-7, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 37754, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4), product type programmer, (B)(4).

Event description:
Additional information received reported that the patient eventually only got coverage on her right side. It was reported that there were "high impedances in the left leg,' and the lead "likely was fractured." Fluoroscopic images showed that the lead had not moved. The patient was referred to a surgeon about another lead, but it was not confirmed that the patient had a surgical consult. It was noted that the patient had last been seen by the healthcare provider in (B)(6) 2012. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).